Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The assignable cause for additional problem of earth leakage current test was undetermined, not enough information was available to make a determination. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Rite test failure, no patient involved.